Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. The malfunction was duplicated and attributed to a faulty inductor on the pace/defib engine assembly.analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Additional pro code: dro.zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed "pacer fault 115" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.